Event description:
The suspect lead was received, and product analysis is underway.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a new patient implant, high lead impedance was observed. The surgeon performed the following troubleshooting steps: irrigating the nerve, confirmed lead pin was fully inserted, confirmed the generator receptacle was clear and wiped the lead pin and then reinserting and fully securing the lead pin. But despite the troubleshooting the impedance remained high. The surgeon then visibly inspected the lead and no abnormalities were identified. A test resistor was used to rule out a generator issue and the impedance came back within normal limits, 3986 ohms. After confirming there were no issues with the generator the surgeon then irrigated the nerve again, confirmed the helices were wrapped accurately on the nerve, confirmed the generator receptible was clear and then reinserted and secured the lead pin. Another system diagnostics was performed and high impedance was still observed, >=9,000 ohms. After multiple troubleshooting attempts the surgeon decided to explant and go with a new lead and then the impedance was seen to be wnl, 2986 ohms. The livanova representative who was present during the case, obtained the lead to return and noticed that the anchor tether had been cut from the lead. The surgeon noted that the cut the anchor tether prior to all diagnostic testing due to the surgical site and the patient having short neck. A silk tie was also found at the bottom of the lead near the pin. Device history record review for the lead was performed. The lead passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. The lead has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. Based on the findings in the product analysis lab, other than typical implant/explant related observations, no anomalies were identified in the returned lead assembly.